Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the device was returned, analyzed and no anomalies were found. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. Performance data was collected from the lead and revealed varying resistance/impedance. Weekly pace impedance trend data show varying impedance for minimum (min) and maximum (max) ventricular pace bi impedance = 646 to 1159 ohms range between (B)(6) 2010 and (B)(6) 2011. There was low resistance/impedance, weekly pace impedance trend data shows low impedance for min and max defibrillator active can on impedance and min and max superior vena cava defibrillator impedance = 2 to 7 ohms range between (B)(6) 2010 and (B)(6) 2011. There was interference/noise, ventricular short interval count v-sic=43 counts avg/day, in 2.14 days, between (B)(6) 2010 09:44:18 and (B)(6) 2010 13:04:02, oversensing, 15 - ventricular non sustained tachycardias <=180 ms on (B)(6) 2010 in the timeframe between 10:33:46 and 10:34:42, lead integrity alert triggered and there was 1 - patient alert for lead failure predictor on (B)(6) 2010 10:28:02.

Event description:
It was reported that the patient twiddled the right ventricular (rv) lead and possibly damaged the lead. The sensing was abnormally high and the bipolar lead impedance was abnormally low. The device and lead were removed. No further patient complications have been reported as a result of this event.